Event description:
Pt was drawn 7.8 pounds below his targeted weight. Machine was checked post tx. Upon closer examination after the machine had passed several other tests, rptr discovered the flow indicator only leaked under positive pressure. Rptr disassembled the flow indicator, inspected it for damage, found none, reassembled it and then ran the machine to test it and put positive pressure on it. It did not leak any more. The machine was placed out of svc until rptr received the uf pump filter housing as it is cracked on the outside of the o-ring seal, however it is not leaking.